Manufacturer narrative:
Results of investigation: vyaire medical tested the suspect device and the ventilator passed all tests per manufacturers specifications. Vyaire medical was no able to duplicate the customer's reported issue. The ventilator was due for routine maintenance, vyaire medical performed the routine maintenance.

Event description:
It was reported to vyaire medical that the numbers on the ventilator kept fluctuating while in use on a patient intermittently. The ventilator was swapped out and there was no patient compromise.